Event description:
Knees little painful [arthralgia]. Knee swollen / knees started to swell up [joint swelling]. Knee effusions [joint effusion]. Could hardly walk [gait disturbance]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) male patient, (B)(6), with osteoarthritis. The patient's medical history was significant for meniscus tear, surgery for meniscus tear (a year ago) and previous use of synvisc one (hylan g-f 20) about seven months ago. On (B)(6) 2013, the patient initiated treatment with synvisc one injection at a dose of, 6 ml, once, in both knees. The lot number for synvisc one was not provided. On the same day, the patient's knees were little painful. On (B)(6) 2013, the patient could hardly walk and his knees started to swell up (treated with ice and stayed off knees). The next day, the knees got worse. On an unspecified date in (B)(6) 2013, the patient underwent arthrocentesis and 60cc of joint fluid was removed from back of one knee and 30 cc from another knee (knee effusion, joint fluid was not infected). The patient received treatment (intervention required) with corticosteroid injection for the events of "knees little painful", "knees started to swell up" and knee effusion. The patient also received treatment with ibuprofen for the events of "knees little painful", knee effusion and "knee started to swell up". On an unspecified date, the patient's knees were fine but at the time of this report the patient had swelling and pain in the back of left knee from which 60 cc of fluid was removed. The events of "knees little painful" and "knees started to swell up" had not yet recovered. The outcome for the events of knee effusion and could hardly walk was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causality between synvisc one and all the events was not provided.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 in the form of qa results (investigation summary). Evaluation summary: the product lot number was not provided, therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.